Manufacturer narrative:
Lead polarity switch the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted for dizziness and lightheadedness. Ventricular lead polarity switch was noted upon interrogation. All lead measurements were within a normal range and no noise or high ventricular rate episodes were observed. It was unclear if the symptoms were related to the patient's hypotension. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates upon interrogation at the emergency room the right ventricular lead exhibited oversensing and loss of capture. The lead was capped (B)(6) 2019 and replaced. The patient was stable before, during and after interrogation, as well as before during and after the new lead implant.